Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2015 with the following findings: on investigation, the battery compartment was noted to be cracked above and below the grip pad to the case seal. Leak testing revealed moisture leakage into the battery compartment, but not to the inside of the pump. Investigation duplicated the complaint. Unrelated to the original complaint, the display was noted to be dim/faded/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.